Event description:
It was reported that this cardiac resynchronization therapy defibrillator patient was in supraventricular tachycardia (svt) and then rapid ventricular tachycardia (vt). This device delivered a shock which converted the vt. However, the patient was still in svt therefore the device delivered 3 additional inappropriate shocks. Therapy became exhausted due to the amount of shocks delivered. Reprogramming options were recommended as corrective action. The patient stated this issue has happened before. This device remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator patient was in supraventricular tachycardia (svt) and then rapid ventricular tachycardia (vt). This device delivered a shock which converted the vt. However, the patient was still in svt therefore the device delivered 3 additional inappropriate shocks. Therapy became exhausted due to the amount of shocks delivered. Reprogramming options were recommended as corrective action. The patient stated this issue has happened before. This device remains in service and no additional adverse patient effects were reported.